Event description:
It was reported that during a follow up in clinic, back up vvi (bvvi) mode was noted on the device. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.